Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Event description: related manufacturer report numbers: 3005334138-2018-00009, 2030404-2018-00002, 9680001-2018-00001. During an atrial fibrillation procedure, a pericardial effusion occurred. At the end of the procedure, when the advisor mapping catheter was being removed and the firmap catheter was being inserted into the patient an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.